Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's current blood glucose was 256mg/dl. The customer's blood glucose at the time of hospitalization was unknown. The customer was treated glucose and food. The customer had been off the pump for seven hours prior to hospitalization.